Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported bleeding, then pain, after adc device insertion. The bleeding was stopped and site cleansed by nurse (basic first-aid), and the customer reported that the pain persisted for over a week with swelling at site as well. However, there was no report of further contact with a healthcare professional or emergent intervention to prevent a serious injury. The customer was contacted but did not provide any further information. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.